Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the start-up was not being completed because the flexvision pc did not start. The fse performed the reset of the flexvision pc and turned-on properly. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.